Event description:
It was reported that the customer experienced high blood glucose. Customer's blood glucose was 400 mg/dl. Customer did not stated any treatment and symptoms related to high blood glucose. Customer stated that the insulin pump alarmed insulin flow block alarm during fill tubing. No further patient complications were reported. Troubleshooting was not performed. The device will not be returned for the analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.